Manufacturer narrative:
Although the patient's exact age was not provided, the patient is reportedly over 18 years old. Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the physician "kinked" one of the patient's ureters. "The physician went in with a cystoscope and inside the bladder the ureter was not producing urine on one side." The physician completed the procedure with this device, and the patient is reportedly "okay." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.